Manufacturer narrative:
The events were observed "in the last month". Initial reporter address: (B)(6). The devices were manufactured at one of the two following manufacturing sites: (B)(6).the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "about five" (5) minicaps had no iodine. This was observed when the patient was hooked up, during initial drain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.